Event description:
It was reported that this right atrial (ra) lead was attempted and advanced to the level of the atrial septum, where helix manipulation was performed in an attempt to secure fixation. Despite these efforts, the helix failed to extend. The physician suspected a lead defect. As a result, this ra lead was replaced and not implanted. No adverse patient effects were reported.